Manufacturer narrative:
Ps342888. Method: the complaint mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on the information and photograph provided by the customer, previous investigation of similar complaints and our knowledge on the product. Results: visual inspection of the protograph provided confirmed the chamber crack. Conclusion: without the complaint device, we are unable to determine what may have caused the reported event. The customer stated that the chamber was in use for 11 days before the reported event. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chambers would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humificiation chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, leaning agents, or hand sanitizers." "Set appropriate ventilator alarm." "Perform pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that an mr290v vented autofeed humidification chamber was found to have two vertical cracks after using the chamber for 11 days. There was no reported patient consequence.